Event description:
It was reported during insertion, the intra-aortic balloon (iab) could not be inserted and became stuck inside the sheath. A new iab was used to start therapy. There was no patient haram or adverse event reported.

Manufacturer narrative:
Event site postal code: (B)(4) event site telephone: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # :(B)(4).

Manufacturer narrative:
The iab was returned with the membrane completely unfolded. No blood was visible on the catheter. The sheath was not returned for evaluation. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a